Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that there was a missing screw from the cover side. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that there was a missing screw from the cover side and the comb, detents, shoulder bolts, cap nut, belleville washers, and 1.5 to 1 cutter were replaced. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2016 revealed that the unit was received with a gear cover missing the screw and comb had been modified with both ends of the comb being cut off. The comb was found to be out of shape and required replacement and the pretest was unable to be performed. The gear cover screw needed to be installed and the detents were worn on the hinge lid. The shoulder bolts, washers and nuts also required replacement. No cutter was sent in for evaluation. The reported event ¿there was a missing screw from the cover side¿ was confirmed since during initial inspection the gear cover was missing the screw. The root cause of the missing screw from the cover side cannot be specifically determined with the provided information. The issue was resolved with the replaced the comb, detents, shoulder bolts, cap nut and belleville washers. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that a screw was missing from the cover side. No adverse events were reported as a result of this malfunction. Investigation results revealed that the unit was received with a gear cover missing the screw and comb had been modified with both ends of the comb being cut off. The comb was found to be out of shape and required replacement.